Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, a customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that an endoscope had image orientation issue. The tse had the customer clear arm memory, but the issue was not resolved. The customer used a new endoscope, which resolved the issue. The procedure was completing as planned with no reported injury.